Manufacturer narrative:
(B)(4).

Event description:
Trial patient contacted dexcom on (B)(6) 2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. Sensor was inserted on (B)(6) 2016. It was reported that multiple bg meters were used throughout the same sensor session. The dexcom g4 platinum continuous glucose monitoring system user's guide states: use the same meter you routinely use to measure your blood glucose to calibrate. Do not switch your meter in the middle of a sensor session. Blood glucose meter and strip accuracy vary between blood glucose meter brands. Additionally, it was reported that the patient had taken medication(s) that contain acetaminophen. The dexcom g4 platinum continuous glucose monitoring system user's guide states: make sure you have not taken any medications containing acetaminophen (such as tylenol). At the time of contact, no injury or medical intervention was reported.